Manufacturer narrative:
Patient information and alarm information was requested from customer, but no response received.

Event description:
The customer reported that the ventilator shutdown while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.